Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had open sores under the ECG electrodes. The patient applied an ointment to the sores and her nurse applied a dressing over the sores. Follow-up indicated that the sores had improved.